Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation of the ligator head found all the bands present and some of the bands were moved out of their position and overlapped. The trip wire was secured and removed from the handle. Microscopic examination was performed, and it was noted that the ligator head teeth were bent. It was also noticed that the trip wire was cut and revealed that a mechanical tool was used to perform the cut. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device was used in the gastric venous. The bands were moved from their original positions and overlapped indicating a deployment problem possibly related to the damages observed on the ligator head teeth. Once the ligator head teeth are damaged the knots that hold the suture of the bands in the ligating unit untangled from it causing deployment problems. Additionally, the trip wire was found to be cut using a mechanical tool. Based on the evaluation of the returned device, it may be related to some technique performed by the user in order to separate the device from the endoscope. According to the evidence found during the product analysis, (band ligation) unable to deploy is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. These knots-related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a procedure performed on january 13, 2022. During the procedure, the device could not release the bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a procedure performed on (B)(6) 2022. During the procedure, the device could not release the bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not describe in the indications for use.